Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to t-wave oversensing (twos) of the right ventricular (rv) lead. Follow up yielded no further information. The lead is still in use. No further patient complications have been reported as a result of this event.